Event description:
Additional information was received indicating the left side of the mesh was broken. In (B)(6) 2023, the patient returned to the hospital for examination. The imaging examination showed slight crack of titanium mesh on the other side, without displacement or other abnormalities. The second operation to remove the broken mesh was on (B)(6), 2023.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in china as follows: it was reported that the patient underwent surgery to implant the mesh on (B)(6) 2022. In (B)(6) 2023, one side of the titanium mesh was observed to be broken on a CT. The patient underwent a second surgery where the device was replaced by a non-synthes device. The patient was reported to be in stable condition. This report involves one ti low prof neuro contour mesh 200mm x 200mm/0.6mm rigid. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E1: initial reporter facility name: (B)(6). E1: initial reporter facility address: catheterization laboratory, department of cardiology, the (B)(6) hospital (B)(6) , china h3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 investigation summary the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment. Visual analysis of the photo revealed that the ti lwprof neuro contr msh 200x200/.6 rgd exhibits a small fracture. Based on the provided evidence, the investigation was able to confirm the reported event. With the information provided is not possible to determine a potential cause. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for ti lwprof neuro contr msh 200x200/.6 rgd. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history manufacturing location: supplier ¿ (B)(4)/ inspected, packaged and released by: monument , release to warehouse date: 06-oct-2020 , part number: 421.535, ti low prof neuro contour mesh 200mm x 200mm/0.6mm rigid , lot number: 61p7247 (non-sterile) , lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, incoming inspection I / final inspection met all inspection acceptance criteria. Certificate of conformance supplied by (B)(4) dated 31-aug-2020 was reviewed and determined to be conforming. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 22006, ti2 si.60 lot number: 26p4818 lot quantity:(B)(4). Inspection instruction met all inspection acceptance criteria. Material certification supplied by (B)(4) dated 28-jun-2019 was reviewed and determined to be conforming. Lot summary report dated 27-nov-2019 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.